Event description:
Olympus (omsi) was informed that the customer evis exera ii duodenovideoscope was returned to the repair center for a reported ¿leakage form the electrical connector¿ which was found during receipt inspection. Upon inspecting and testing, the service technician found the forceps elevator at the distal end has foreign material. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation found the forceps elevator at the distal end has foreign material. The scope failed the air/water leak test from the electrical connector and scope connector due to deformation. The angulations are below standard specifications. The bending section cover adhesive is deteriorated/cracked and separated from the threading and the bending section cover is stretched. The image guide protective boot is cut. The forceps channel port, universal cord, the body control grip, distal end cover and connecting tube are scratched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 30-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely reprocessing steps recommended in IFU was not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.